Event description:
It was reported that patient was revised on a hip due to dislocation of constrained liner. Liner was removed and replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the returned devices showed explantation damages, there is a dent on the rim of the constrained liner, this damage was most likely cause by the stem as it was doing impingement on the rim. Medical records received and evaluation. A review of medical records was not performed as no records were provided. No further information was requested as there is no indication that the event was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the reported manufacturing lot. Conclusions the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a hip due to dislocation of constrained liner. Liner was removed and replaced.